Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 412 mg/dl. The customer's blood glucose level was 293 mg/dl at the time of call. Customer noted hyperglycemia, tiredness, feeling sleepy, and treated it with manual injections. Customer states they were not receiving insulin, and changed their set. The lack of delivery resulted in an increase in blood glucose. During troubleshooting, customer noted insulin exited the manual prime, their basal rates are programmed accurately, the bolus history is up to date, and it passed the displacement test. Customer suggested there may be a delivery anomaly and requested the device to be changed. Customer was advised a replacement insulin pump will be shipped. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.